Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On december 31, 2024, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The sensor replacement alert was first presented to the user on (B)(6) 2024, day 147 after insertion. In-house testing of sensor was inconclusive due to significant hydrogel missing over the optics. The damage observed on the hydrogel is most likely caused by excessive force applied by the removal clamps during the explant of the sensor and is not related to the customer's issue. A review of the in vivo data from dms showed diminished sensor performance as the signal steadily declined and the msp gradually decreased to the threshold value throughout the insertion period. This is indicative of hydrogel oxidation and the system correctly disabled the sensor due to performance failure. B4. Date of this report 29 march 2025. G3. Date received by the manufacturer? 29 march 2025. D9 device available for evaluation? Yes, on 27 january 2025. H3. Device evaluated by manufacturer? Yes. H6. Medical device problem code updated to 1480. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.